Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, during an infusion in (B)(6) 2026, the infusion pump under unfused and did not complete delivery of the programmed medication volume. Reportedly, approximately 6 milliliters (ml) of medication remained in the syringe. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Volumetrics of 100ml/hr and 10ml tested in spec. Device was sent for preventive maintenance. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.